Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient database) that the patient did receive one positive curative test result. The patient's test sample (B)(6) was collected on (B)(6) 2021 at 1:41 pm est. The patient's sample resulted in a viral CT value of 31.21 which falls under the positive range. Repeat testing was conducted because of contamination issues discovered in the testing process. Sample (B)(6) was initially located on plate-hdc021375 at position g12, which corresponds to position m24 on the mastermix batch 384-dc00011050. Testing started on (B)(6) 2021 at 3:32 am est and was completed with a result of positive (viral CT: 31.22) on (B)(6) 2021 at 11:51 am est. The patient called in asking for their sample to be re-ran, so repeat testing of sample (B)(6) was performed on (B)(6) 2021 at 4:29 pm on plate-rhdc02008 position e2. The final result released to the patient on (B)(6) 2021 at 2:15 pm est was a result of negative (viral CT: infinity). Based on the clinical lab's investigation, it was determined that sample (B)(6) was likely contaminated during qpcr preparation on the integra. Sample (B)(6) was located in direct proximity to a highly positive sample that had a viral CT of 15.48 (position n24). According to curative's standard operating procedure (sop) for results and reporting (rr-5072, version 2.0, section 11.5.4), repeat testing is conducted for samples in direct proximity to highly positive samples (i.e. CT less than 25). Plate-hdc021375 was created in plating using the hamilton automation method (sop pl-5018, version 1.0), manually extracted using the norgen kit lot # 599343 (sop ex-5001, version 3.2) , and manually prepared for qpcr using mastermix from batch 56. The reagents used to test the patient's sample were within specifications, not expired, and passed quality control. In conclusion, curative can confirm that the initial result released for sample (B)(6) was a false result, likely due to contamination of a nearby sample that was highly positive. The patient's claim of a false positive claim is valid.

Event description:
Patient reached out to curative once they received a positive result. Patient simply asked if we can "double check" the results for false positive. Per patient request, the customer success agent and reached out to a clinical laboratory scientist for assistance via slack. Sample was re-ran and resulted to negative. The customer success agent recommended the patient to visit the cdc website for additional guidance.